Manufacturer narrative:
The field complaint of electrical shock was verified. The damaged housing was the root-cause and replacement of housing was required.

Event description:
It was reported that the programmer exhibited shock on the exterior part. No patient was involved.